Event description:
It was reported that on 3 may 2024 , prior to use, on a patient a short pack of 3 ea of the product was found in the warehouse during sticker application at the co-packing station. No adverse patient consequences were reported. Upon evaluation of the returned device, it was found that one box contained eleven and the other box contained ten packets instead of twelve packets each. In addition, it was noted that the film on the side of the boxes were torn. No additional information was requested at this time.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 analysis: the product was returned to ethicon for evaluation. The returned sample determined that it was received two open boxes that pertains to product code w9431. Upon the visual inspection of the received boxes, it was found that one box contained eleven and the other box contained ten packets instead of twelve packets each. As per product requirements, the box should contain twelve packaging. In addition, it was noted that the film on the side of the boxes were torn. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event, as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.